Manufacturer narrative:
(B)(4). Date sent: 10/8/2020. D4: batch #u5av4t. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and three reloads present. The reloads were received fully fired. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend and the firing stroke and staple form to be incomplete. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 7/15/2020. Photographic analysis. Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows two gold reloads, and one blue reload front top view. The reloads appears to be fully fired. The second photo shows tissue with bleeding and some staple no properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic wedge resection of the right upper lobe, both the staple and cut line were complete on the first firing with an ecr60d. After the second fired with an ecr60d reload, all staples were malformed with straight legs and bleeding. Changed to another ecr60b reload, but still had the same issue and the total bleeding volume was approximately 500 ml. To stop bleeding, suture was used. Another device was used to complete the procedure. There were no patient consequences reported and the patient's condition is currently stable. No additional information could be provided.